Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced delirium post procedure. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed under general anesthesia. A 24 mm watchman ® laa closure device was deployed in the patient's laa. There were no partial or full recaptures performed. The closure device met all criteria and there were no leaks, the device was released. The patient remained stable throughout the entire procedure. As the patient was regaining consciousness, delirium was noted, which may have been a result of the general anaesthetic. Three days post implantation the patient's condition had not improved. The patient was unable to under go an magnetic resonance imaging (MRI) as they were unable to remain still enough. The patient was discharged home in stable condition.